Manufacturer narrative:
The device is currently no available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received info that this right atrial lead exhibited noise due to insulation break. Impedance measurement was starting to go high on bipolar side. This lead remains in service. No adverse patient effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.